Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The investigation reviewed the last calibration performed on 21-apr-2024 and the calibration signals were within range. There was no influence of calibration on the issue. The investigation reviewed the qc and the results were within range. The investigation reviewed the alarm trace and no issues were noted on the date of event. The field service engineer (fse) indicated that the customer suspected a possible clot in the patient sample. A general reagent problem was not present because the qc before the event was within range. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the cobas e411 rack cu is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t g5 stat result from a patient sample tested on the cobas e411 rack cu. The initial result was reported to the provider. The discrepant results were noted when the reporter was performing a reagent lot-to-lot comparison test. The initial result was 93 ng/l. The first repeat result was 7 ng/l. The second repeat result was 7 ng/l. The third repeat result was 7 ng/l. The repeat result was deemed correct.